Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0ansg, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received form the health care provider (hcp) reported that the battery voltage decreased from 3.03 v at initial programming on (B)(6) 2013 to a voltage of 2.79v at a follow up programming. It was reported that a bipolar impedance on contacts 0 and 1 were "low, 210 ohms". On (B)(6) 2013 the patient had an x-ray on their head, neck, and chest area. It was stated that there were "zero fractures noted in the leads". It was reported that there were no symptoms associated with the event. The patient did not require hospitalization and the patient outcome was reported as "no injury". It was reported that an electrode impedance check found a "possible open circuit". It was stated that they were going to avoid using contacts 0 and 1. Contact 2+ and 0- were tried and there was a decrease in the patient's tremor at 3-3.5v "without serious adverse event (sae)". It was noted that the patient "tolerated programming well".

Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was stated that there was a "low out of range impedance value". The patient was being seen by a health care provider on the day of the report. The battery voltage was at 2.84 v. The voltage at implant was unknown. The patient's settings were 2.5v, 90 pulse width, and 185 hz. It was stated that a longevity calculation was done and the elective replacement indicator was expected at 9.07 months and end of service was expected at 12.07 months. The impedance value for electrodes 0-1 was 210 ohms, c-0 was 845 ohms, c-1 was 831 ohms, c-2 was 1140 ohms, c-3 was 1691 ohms, 0-2 was 1123 ohms, 0-3 was 1909 ohms, 1-2 was 1057 ohms, 1-3 was 1883 ohms, and electrodes 2-3 was 1899 ohms. It was stated that on (B)(6) 2013, the device was reprogrammed and three days after programming the patient had a return of tremor. There were no known falls or trauma. The only electrode impedance tested on (B)(6) 2013 was the unipolar pair, which was "fine". No bipolar pairs had been tested at that time.